Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation, associated h6 coding and the device manufacturer date to h4. Additionally, a correction was made to g2, company representative was added as this was inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented by the following: detection methods are provided in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are provided in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. During the evaluation it was found that the nozzle was clogged with foreign material that remained from previous procedures. The reported malfunction was likely a result of insufficient reprocessing. The following non-reportable findings were noted: the scope cover, the grip, the switch box, right/left knob, the up/down knob, the universal cord, all had discoloration. The suction cylinder had no color, and the label on the scope connector was damaged. Due to clogging of nozzle, no air was fed. Due to wear of angle wire, the bending angle in up direction did not meet the standard value. The image guide protector had a cut. The plastic distal end cover, and the light guide lens, the adhesive on bending section cover, all had a crack, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the nozzle was clogged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found the nozzle was clogged with foreign material that remained from previous procedures. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.